Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose level was elevated to 350mg/dl on (B)(6) 2012 and the patient experienced nausea and weakness. The reporter indicated that the infusion set and cartridge are replaced every 4 days. The user guide instructs the user to change their infusion set every 2 to 3 days. The patient's blood glucose level reportedly stabilized without changing the infusion set. There is no additional information available at this time. This report is being made based on the allegation that the patient experienced hyperglycemia while on the pump.

Manufacturer narrative:
(B)(4):there was no activity outside normal use observed in the black box or history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There are no pump conditions or alarms indicating a malfunction recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.